Manufacturer narrative:
Corrected field: e1(event site telephone). Updated field: b4, b5, d9, g1, g3, g6, h2, h3, h6(medical device, problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer was dispatched and verification activities were performed; however, the reported symptoms could not be reproduced. A fault log entry was reviewed. As a precautionary measure, the executive processor board and video generator board were replaced. All work was performed in accordance with the service manual, and the results were satisfactory following service. The failure analysis and testing dept. Received part with a reported unit failure of a black display and operation stopping. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual. No failure confirmed for either part. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported by the customer that during operation the cardiosave intra-aortic balloon pump (iabp) display turned black, following a beep sound, and the operation was stopped. There was no patient harm or injury reported.

Event description:
It was reported that during operation cardiosave intra-aortic balloon pump (iabp) display turned black, following a beep sound, and the operation was stopped.

Manufacturer narrative:
Due to character limitation in e1 the fill event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.